Manufacturer narrative:
Aer decision for accolade stem has been updated as the investigation has determined that this device is concomitant. An event regarding damage and malposition (partial dislodging) of an adm liner involving an accolade stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the patient fell, causing the stem to knock the adm/ mdm poly insert, partially dislodging it (no dislocation or dissociation), and continued to impinge on one side of the liner, causing wear. Provided photographs show a recently explanted adm liner with significant damage on one side of the edge which is highly likely caused due to impingement. The adm/ mdm poly insert and 28mm metal head were revised to another adm/ mdm poly insert with a ceramic head and sleeve; the accolade stem remained implanted. A full investigation is completed on the adm liner within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. Surgeon reported his opinion that the patient fell, causing the stem to knock the adm/ mdm poly insert, partially dislodging it (no dislocation or dissociation), and continued to impinge on one side of the liner, causing wear. The adm/ mdm poly insert and 28mm metal head were revised to another adm/ mdm poly insert with a ceramic head and sleeve. Rep confirmed there are no allegations against the revised femoral head. Rep can provide additional pictures and catalog numbers/ lot codes for the devices, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Surgeon reported his opinion that the patient fell, causing the stem to knock the adm/ mdm poly insert, partially dislodging it (no dislocation or dissociation), and continued to impinge on one side of the liner, causing wear. The adm/ mdm poly insert and 28mm metal head were revised to another adm/ mdm poly insert with a ceramic head and sleeve. Rep confirmed there are no allegations against the revised femoral head. Rep can provide additional pictures and catalog numbers/ lot codes for the devices, and confirmed that no further information will be released by the hospital or surgeon.